Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000122515.

Event description:
It was reported that one of the patient's lead had high impedances due to lead fracture. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Related manufacturer report number: 3006705815-2023-07462. Additional information received indicates that both leads have also migrated. The patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which lead had fractured and had the high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.